Event description:
It was reported that a new implantable cardioverter defibrillator (ICD) system was implanted on this patients right side and the physician wrapped this ICD device in a gore-tex sheet prior to placing it in the pocket. The shock impedance was then tested and noted to be 200 ohms, which is high out of range. Boston scientific technical services (ts) indicated that this is an off-label implant technique and gore-tex is an insulator. Ts provided guidance to consider performing a defibrillation threshold (dft) test or an induction test to understand the true impedance of a delivered shock. Ts noted that even if the shock is effective or the impedance is in range, the long-term performance is unknown. The implant procedure was indicated to have been completed without (dft) or induction testing. It was also discussed that it may take time for blood to enter the pocket and make contact with the device because it is wrapped in gore-tex. It was noted that therapy will be monitored, and the patient observed through the following day. Subsequent information indicates that the shock impedance decreased to 110 ohms, which is high but within normal specification limits, and no additional actions were taken. The device remains in-service. There were no adverse patient effects.